Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. A 12mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion. The balloon was inflated to 12 atmospheres on the first inflation however it ruptured at 8 atmospheres on the second inflation. The device was removed intact and rupture was confirmed. The procedure was completed with a 22mmx2.5mm non bsc device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by MFR.; visual and tactile inspection was performed. The hypotube was kinked 85cm and 87.5cm from the strain relief. There was blood in the inflation lumen and in the balloon. Microscopic examination of the balloon revealed a balloon pinhole 14mm from the distal tip and scratches on the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. The balloon was inflated to 12 atmospheres on the first inflation however it ruptured at 8 atmospheres on the second inflation. The device was removed intact and rupture was confirmed. The procedure was completed with a 22mmx2.5mm non bsc device. No patient complications were reported and the patients' status was good.